Event description:
The customer reported being hospitalized due to high blood glucose of 420 mg/dl, and she was treated with the insulin pump. The customer was experiencing nausea. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found auto off and low reservoir alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The customer's most recent glucose reading was 98 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.